Manufacturer narrative:
The pump was received with minor scratched lcd window, scratched case, missing retainer ring, keypad overlay texture damage and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with rubber ring around reservoir compartment have been falling off. The customer states the plastic ring has also fallen off. It was reported that the reservoir would be replaced.